Event description:
Bayer case number: (B)(4). Pelvic pain/ chronic [pelvic pain female]. Dysmenorrhea (cramping) [menstrual cramps]. Dyspareunia (painful sexual intercourse) [dyspareunia]. Back pain [back pain]. Menorrhagia (heavy menstrual bleeding) [menorrhagia]. Metrorrhagia (heavy menstrual bleeding) [bleeding intermenstrual]. Anemia [anemia from chronic blood loss]. Rash/skin condition [allergic rash]. Mild arthritis [arthritis nos]. Uti [uti]. Vag. Infect [vaginal infection]. Vag. Discharge [vaginal discharge]. Fatigue [fatigue]. Hair loss [hair loss]. Dental problem [tooth disorder]. Hormonal changes [altered hormone level]. Headaches [headache]. Nausea [nausea]. Neuro condit/prob [neurological disorder nos]. Tumors [neoplasm]. Vision probs [visual disturbance]. Weight gain [weight gain]. Psych injury [psychological trauma]. Urinary probs. [Urinary tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section, parity 2 and gravida I. Concurrent conditions were listed as adenomyosis, paratubal cyst, pelvic pain female and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), arthritis ("mild arthritis"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision probs"), psychological trauma ("psych injury") and urinary tract disorder ("urinary probs.") And was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with nsaids (unknown) and lysteda (tranexamic acid) as well as surgery (robotic hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, dermatitis allergic, arthritis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight increased and psychological trauma were unknown. The reporter considered alopecia, arthritis, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: received treatment for rash/skin condition, urinary probs, uti, vaginal infection, vaginal discharge. Date of insertion: (B)(6) 2011 (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: a. Cervix, uterus and bilateral fallopian tubes: uterus with secretory endometrium with focal stromal breakdown, and focal superficial adenomyosis. Leiomyomas. Cervix with no specific pathologic change. Bilateral fallopian tubes with benign paratubal cysts. Gross description: due to the detached nature of the fallopian tubes, their laterality is unable to be grossly determined. The first fallopian tube measures 5.8 cm in length and 0.9 cm in average diameter. It displays a paratubal cyst measuring 0. 7 cm in greatest dimension. The fimbria is present. The second fallopian tube measures 5.5 cm in length and 0.8 cm in average diameter. It displays a paratubal cyst measuring 1.1 cm in greatest dimension. The fimbria is present. [Ultrasound scan] on (B)(6) 2022: uterus: the uterus was well visualized, midplane & anteverted in orientation with a symmetrical shape. The size appeared enlarged, measuring 10.16 x 4.85 x 4.12 cm. The myometrium appeared homogeneous. The endometrium was symmetrical in shape with a single layer thickness of 1.08 cm. The endometrium lining appeared regular. Fluid was identified within the endometrial cavity. Complications: none. Findings: uterus 10 weeks size, bilateral normal fallopian tubes and ovaries. Specimens: uterus, cervix, bilateral fallopian tubes. Procedure: the left fallopian tube and utero-ovarian ligament were then cauterized and transected. Physician then proceeded to the right side. The round ligament and the broad ligament were cauterized, opened and divided followed by the right fallopian tube and utero-ovarian ligament. The entire specimen included the uterus, the cervix and bilateral fallopian tubes. The most recent follow-up information incorporated above includes data received on: 30-jan-2025: medical record received. Case became serious incident. Surgical pathology report added. Lab data added. Essure removal surgery details updated. Action taken with drug added. Concomitant conditions & treatment drugs were added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.